Event description:
Tbm called in and stated that the wheel locks are loose. The unit is still under warranty. A transaction may have been done but was not referenced in the communication. Will update if more information becomes available. No further information provided.